Event description:
The patient recovered without sequela.

Event description:
It was reported the patient's pump and catheter were replaced. The patient's pump was replaced due to approaching elective replacement indicator (eri). At the time of the pump replacement there was no passive back flow from the catheter and the physician was unable to aspirate from the disconnected catheter, so the catheter was replaced. No patient symptoms or injuries were reported related to the event. The device system was used to deliver baclofen and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed catheter body had a compressed area due to patient anatomy; possibly caused occlusion. Dark residue occlusion in dispensing holes; event related. The catheter as received, dark foreign material was seen in the most proximal of the dispensing holes. When initially tested for patency, no occlusions were seen in either segment. After decontamination the dark foreign material was no longer in the dispensing holes but the catheter was still discolored in this area. Also noted was an area of the catheter between 10 and 10.5 cm from the distal tip that was significantly compressed. The foreign material seen in the most proximal dispensing hole may be related to the customer's inability to aspirate the catheter. However, the significantly compressed area of the catheter may also be related to the event. It can't be determined with certainty which of the two anomalies is more directly related to the customer's observation, but it is felt the atypical significant compression that was found may have been more of a factor.